Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient had his tactra penile prosthesis previously removed due to infection. The infection was treated accordingly, and the patient underwent a re-implant surgery to implant an inflatable penile prosthesis (ipp). There were no further patient complications.

Event description:
It was reported that the patient had his tactra penile prosthesis previously removed due to infection. The infection was treated accordingly, and the patient underwent a re-implant surgery to implant an inflatable penile prosthesis (ipp). There were no further patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.